Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop due to a driveline disconnect, consistent with the reported driveline disconnect by the patient. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms. A specific cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained events from 01mar2026 through 04mar2026. A driveline disconnect resulting in a pump stop was captured on 04mar2026, consistent with the reported driveline disconnect by the patient. The driveline was reconnected, and the pump ramped up to the fixed speed without issue. Additionally, intermittent low flow hazard alarms were captured on (B)(6) 2026 when the estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the pump appeared to function as intended while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient, discharged as a new implant on (B)(6) 2026, came into the emergency department after having low flows, unresponsive events and a system controller exchange. The patient was at home when this occurred. It seemed as if they lost power at some point and that the patient may have been on batteries. The site heard from the family that the patient disconnected their driveline because they were confused on what to do. The patient received cardiopulmonary resuscitation (CPR) after he became unresponsive and continued to have low flow. The patient was intubated on (B)(6) 2026. They had ventricular tachycardia (vt) in the ed along with more low flow alarms. Log files were sent for review. The event log captured several low voltage hazard/no external power events while using the mobile power unit (mpu) on (B)(6) 2026 at 07:57 through 09:20 then noted ¿connect driveline¿ events on (B)(6) 2026 at 09:30 through 09:37 while still connected to the mpu and the ventricular assist device (vad) showed off. Per the site, the vad showing "off" was due to the driveline disconnect. The mpu had a v-lock connector on the ac power cord. There were no environmental circumstances known that would have affected ac power at the time of the event. The log files also showed that intermittent low flow events started to occur on (B)(6) 2026 at 09:37 with flow noted as low as 1.4 lpm. Pulsatility index (pi) values during this time were on the low side around 3 and non-variable. It looked like the flow recovered back into the 4 lpm range in the last couple lines of data. The patient was determined to be brain dead on (B)(6) 2026 and care was withdrawn. The death was not considered to be device related and the device operated as expected.